Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that prior to a procedure the table top illuminator would not turn on, there was no light coming from the probe. The probe was relocated to the auxiliary illuminator and there was a burning smell. The patient list was canceled for the day. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 9, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event(s) can be attributed to a nonconforming illuminator table top. (B)(4).